Event description:
It was reported that restenosis occurred. A 3.50 x 48mm synergy drug-eluting stent was implanted in an heavily diseased long segment of the right coronary artery. After three years past, restenosis occurred and become a chronic total occlusion. The neo-atherosclerotic lesion was crossed with another manufacturers wire and stented with another manufactures device. The procedure was deemed to be successful. No other complications were reported.

Event description:
It was reported that restenosis occurred. A 3.50 x 48mm synergy drug-eluting stent was implanted in an heavily diseased long segment of the right coronary artery. After three years past, restenosis occurred and become a chronic total occlusion. The neo-atherosclerotic lesion was crossed with another manufacturers wire and stented with another manufactures device. The procedure was deemed to be successful. No other complications were reported. It was further reported that the target lesion was 100% stenosed, moderately tortuous and mild to moderately calcified. The patient status post procedure was stable.

Manufacturer narrative:
D1-brand name: updated from synergy xd to synergy d4-model number/catalog number: updated to 10632.

Event description:
It was reported that restenosis occurred. A 3.50 x 48mm synergy drug-eluting stent was implanted in an heavily diseased long segment of the right coronary artery. After three years past, restenosis occurred and become a chronic total occlusion. The neo-atherosclerotic lesion was crossed with another manufacturers wire and stented with another manufactures device. The procedure was deemed to be successful. No other complications were reported. It was further reported that the target lesion was 100% stenosed, moderately tortuous and mild to moderately calcified. The patient status post procedure was stable.